Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in pacing inhibition. The noise was able to be reproduced with isometrics, but the source was not determined. This pacemaker was explanted and the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.